Event description:
While performing routine service to the ventilator, the manufacturer's service representative reported the device would not power on. The customer had reported no problem with the device prior to service. The service technician replaced the power management pcb board to correct the finding. The power management pcb board was returned to the manufacturing site for analysis. Analysis of the board revealed a component short, which can result in shut down of the device during normal vent mode operation.